Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and motor error alarm on the insulin pump. Customer¿s blood glucose reading was 53 mg/dl. Customer treated their blood glucose via manual injection due to the motor error alarm. Customer advised they received more insulin than needed from the manual injection due to the device not working. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the insulin pump was exposed to an MRI and they received a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test. Pump failed the displacement test (53.1 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and unexpected restart error test due to motor error alarms. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.